Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted alarming due to failure of component on logic board and handle cracked along bottom right screw; they replaced logic board and handle. Software version as found 9.33.1; as left 9.33.1. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the logic board assembly. A review of the device history record showed the device had a manufacture date of 22jan2021. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the device alarms/ won't boot up. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device alarms/ won't boot up. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device alarms/ won't boot up. There was no patient involvement.